Event description:
It was reported, the patient has lost stimulation and both the charger and the programmer cannot communicate with the ipg. A sjm representative met with the patient and confirmed the ipg does not communicate with the external devices. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.